Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The low battery alarm was identified during functional testing. The cause of the condition was determined to be a damaged/depleted battery. To correct the condition, the battery was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a low battery alarm. No additional information is available.